Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-nov-2018 with the following findings: on investigation, all the keypad button demonstrated normal response when tested. All button contacts were intact and without damage. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the ok keypad button was under responsive and the keypad was missing/peeling. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.